Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer cleared the alarm and resumed insulin delivery.